Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting beeping sounds. The right ventricular (rv) impedance measurement was greater than 3000 ohms and the threshold was at 4v at 1.0ms. An x ray was performed but did not confirm lead dislodgement as the lead was still at the apex position. No noise was noted. The patient underwent a revision procedure and it was noted that the physician tighten the setscrew and the lead impedance dropped to 400 ohms and pacing threshold was at 0.6v at 0.4ms. This device remains in service. No additional patient effects were reported.